Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The cannula was visible and the pink slide moved forward.

Manufacturer narrative:
The received device had the cannula assembly in the fully deployed position. No issues were found with the needle mechanism that would cause the needle to deploy early. The cause of the reported event could not be determined. The exposed portion of the cannula was found to have a tear. Additionally, the formed needle was found to be slightly bent. It cannot be determined when or what caused damages to both components nor can it be determined if one damage resulted in other damage. A timeout and pulse width increases were seen in the downloaded data. Upon inspection of the drive mechanism, abnormal scratch marks and contamination was found on the commutator cap. It cannot be confirmed if these findings contributed to the observed struggle in the data. The data did not generate and alarm or a drivestall, indicating the device was able to function properly and the device completed both its priming sequences.